Event description:
It was reported that during a stenting treatment procedure, the stent kinked. While attempting to place a percuflex nephroureteral stent, the stent had kinked. It is unknown if the kink occurred while advancing the stent or while deploying the stent. It is unknown how the case was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).